Manufacturer narrative:
Device manufacturer address 1: (B)(6), parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set had a brown spot inside the tubing. This issue was identified after the set was connected to the patient for one minute. The tubing was primed with lactated ringers prior to patient connection. To resolve this issue, the line was clamped and removed from the patient; a new tube was attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a particulate matter between the walls of the tubing. The particle was determined to be a degraded piece of burned plastic embedded in the tubing outside the fluid path. The reported condition was verified. The cause of the condition was due to a manufacturing related issue further described as; the burned resin can be generated in the extruder cannon and accumulate on the pin and bushing combinations at the extrusion process. Should additional relevant information become available, a supplemental report will be submitted.